Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 16 synergy drug-eluting stent was selected for use to treat a lesion. However, when the device was taken out from the hoop, the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.